Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields- h6-(type of investigation). Updated fields- b4, g3, g6, h2, h11. A gas loss alarm that had occurred once. She stated that she had disconnected and reconnected the tubing prior to the call, and it was functioning properly afterward. She called to clarify the nature of the alarm. Esp personnel explained that a loose connection could have caused the alarm, as her action appeared to have resolved the issue. Additionally, reviewed other possible causes of the alarm and advised her to use the help screen for troubleshooting if needed.